Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 531 mg/dl. Customer had symptom of thirsty. Customer's blood level went down to 459 mg/dl. Customer was treated with insulin pump. Customer was not using auto mode feature. Customer stated that the infusion set was leaking. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for the analysis.